Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that during multiple procedures while the sutures were being turned, the sutures break continuously and the needles bend. The patients experienced corneal damage. Additional information was requested and received.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
No sample has been returned for evaluation for the report of corneal damage, suture broke, and needle bent; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. A sample was not returned and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).